Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states. It is like or similar to a product marketed in the united states.

Event description:
It was reported, that the patient received a blood glucose result of 6.7 mmol/l and felt symptoms of hypoglycemia. A neighbor contacted the paramedics. After 30 minutes, the blood glucose result was 1.7 mmol/l on the paramedic's meter. The patient's wife and paramedics treated him with orange juice and chocolate. The patient was not taken to the hospital.